Manufacturer narrative:
The primary complaint of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed. The root cause of the issue was due to a defective load cell module 1. The autopulse platform is a reusable device and was manufactured in 2014. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. During visual inspection, a hole was found on the load plate cover; as a result affecting the water tight seal. Functional testing could not be performed, since the ua 7 error message appeared upon powering on the device. Review of the archive data also confirmed ua7 had occurred. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message. Despite multiple attempts to troubleshoot the device, the reported issue continued. No further information was provided. There was no known consequence to the patient.